Manufacturer narrative:
E1: event city: (B)(6) event country: netherlands name: (B)(6) country: united states of america address ¿ line 1: (B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545

Event description:
It was reported that the patient experienced infusion set adhesive event on (B)(6) 2026, as the customer stated that infusion set was abandoned in the woods.